Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During review of device alarms, a ¿controller failure¿ alert was identified in the alarm history following a purge cassette change. The alarm occurred on (B)(6) 2025 at 10:41:52, stating ¿purge system has stopped, switch to backup controller,¿ and self-resolved approximately 10 seconds later at 10:42:02. The alarm did not trigger an active alert on the automated impella controller or on the placement screen in impella connect, and therefore the clinical team was unaware at the time. The care team was later notified. No console exchange was planned, and a backup controller was kept at bedside. Purge fluid was changed to heparin 50 units/ml, with purge flow stable at 3.6 ml/hr and purge pressure stable in the 600¿700 mmhg range.

Manufacturer narrative:
After a cross-functional review of (B)(4), it has been identified that reported purge issues might have been use-related. It¿s been recommended to open an investigation against the purge cassette. The investigation is ongoing.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Root cause: the reported controller failure alarm with the pump was confirmed in the device logs, but found to have been triggered correctly, based on device data. The automated impella controller (aic) purge pressure sensor operated within specification during lab testing. The observed issue might have been use-related, but the exact root cause was not established. Discovered interruptions of data streaming due to unexpected reboots of rl09559, were caused by compromised backstrap cable. It is inconclusive whether it affected the aic alarm notifications on the impella connect portal.